Event description:
The pt reported elevated blood glucose readings in the 400-500 mg/dl range with her normal range being 100-130 mg/dl. She stated this occurred because she forgot to change the insulin cartridge on her infusion device. The pt stated she has to change her cartridge at 70 units as the insulin goes bad and her readings elevate. She said her symptom was dry mouth and she corrected her readings by changing her cartridge and bolusing insulin through her device. During troubleshooting, the pt stated she changes her insulin infusion headset every 4 days. She was advised the infusion headset should be changed every 3 days. The pt declined further troubleshooting. She stated her blood glucose reading this morning was within her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.